Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call. No ge service was performed. No conclusion can be drawn as repair info is not available.